Event description:
A customer reported an issue with their continuous glucose monitor (cgm) showing error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who guided them through a pump reset, resolving the error and allowing the sensor session to start successfully.